Manufacturer narrative:
Results: no sample received for evaluation. A review of the device history record could not be performed as no lot number was provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Samples not available for investigation.

Event description:
The patient was receiving a testosterone injection in the buttocks. As the needle was pulled out, it broke off in the patient's skin. The needle was unable to be removed. The patient had an x-ray and an ultrasound but the needle was not seen. The patient did not want to have surgery to have the needle removed. The patient was not experiencing an pain or discomfort to the site at the time of report.

Manufacturer narrative:
Corrections on this supplemental: medical device expiration date unknown as product lot number is unknown. Date received by manufacturer corrected. Device manufacture date unknown as product lot number is unknown.